Event description:
Primary care physician had made small increase in daily dosage of morphine in pt with history of extreme sensitivity to morphine and very narrow window of therapeutic response. Pt left town of weekend and 2 days later, husband was unable to keep pt awake. Pt was admitted to hospital with symptoms of somnolence, elevated liver enzymes, and several other medical conditions. The pt's pump was turned off, and pt's somnolence disappeared when liver enzymes returned to normal range, and pt was discharged from hospital several days later. Primary care physician felt that pt's extreme somnolence may have been due to not only the morphine sensitivity, but also the fact the pt had been self-medicating at home with very large amounts of tylenol, causing liver toxicity. Pt was also taking 5 high-dose multi-vitamins, all of which contained large amount of vitamin a, which may also have contributed to the liver toxicity. Pt had minimal response to narcan when administered in the hospital, but began to awaken when liver enzymes were no longer elevated. Physician stated that exact cause of event may never be known. Pt has nearly fully recovered from this incident, and has returned to therapeutic infusion with the pump.